Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy procedure, the device reload could not be closed, they then used another reload to resolve the issue in order to complete the case. There was no patient injury.